Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: the device was identified as an 8l x 59 x 800 (mm) configuration, which matches the event description. The device was received deployed. Catheter damage was observed 14 cm from the end of the end of the catheter where the hub was connected. The hub and the catheter were received separate. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm. A gore® viabahn® vbx balloon expandable endoprosthesis was being utilized in one of the iliac arteries. The device was loaded onto a .035" wire and passed through an 8fr. Sheath, however this maneuver required high force. The device was deployed in the desired location, but when the delivery system was being removed, the delivery catheter became separated from the hub, while in the sheath, inside the body. All of the delivery system components were successfully removed from the patient, with no injury. The patient did well following the procedure.